Manufacturer narrative:
Dental abutment isy implant base fractured in implant. Implant was removed although this was not necessary. Implant is without defect. Fracture was caused by mechanical overloading during procedure by dentist.

Event description:
Dental abutment fractured in implant. Implant was removed although this was not necessary. Implant is without defect.